Event description:
It was reported by the cath lab charge nurse that after prepping the intra-aortic balloon (iab) and removing it from the tray, the membrane began to unwrapped. The md attempted to insert the iab through the sheath, which was in the pt's femoral artery. Due to the unwrapping, the md would not advance the iab through the sheath. A request was made for another iab and that iab was inserted though the same sheath. The sales representative stated that the iab was accidentally thrown away by he janitorial staff at the hospital.

Manufacturer narrative:
Sample will not be returned for evaluation.